Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res# (B)(4) was implemented. Locked down smartphone: lockdown; omnipod software app version: 3.1.1; operating system: n5004l-am-q-mv01602-06-01.06; hardware: n5004l; cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's personal diabetes manager charging cord and adaptor were overheating while charging, and the device will no longer power on. It is unknown if the patient was using an insulet supplied charging cord and adaptor. If additional information is received, a supplemental report will be submitted.